Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The system logged errors 282 and 31010 pointing the carriage presence pins. Universal surgeon manipulator (usm) was tested on an in-house system in normal mode where it passed. Usm was tested on a patient side cart fixture test platform (pftp) where it passed. Inspection on the spar was performed where a wavy rolling loop was noticed causing excessive noise during carriage insertion movements. The carriage presence pins were inspected for stickiness, but no signs of fluid intrusion or obstruction were located. The reported problem was confirmed, but not replicated. The rolling loop fiber assembly will be replaced as a precaution to the reported insertion noise. The carriage presence pins will be replaced as a precaution to the 282 and 31010 errors located in the system log.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci product involved with this complaint to perform failure analysis. A system log review performed by an isi technical support engineer (tse) revealed that errors related to the sterile adapter and tool sensors were present. .

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the instrument would not move along the insertion axis on arm 2. When the users tried to manually move the instrument carriage, a lot of resistance was felt and there was also a loud cracking noise. The technical support engineer (tse) checked logs; errors related to sterile adapter (sa) and tool sensors were present. It was stated that they had replaced the drape but there was no improvement. The tse requested to swap instruments between arms 1 and 2 and check the movement of the instrument when installed on arm 1. It was reported that the instrument moved normally when installed on arm 1. The tse guided the customer to remove the drape and check for any foreign objects along the carriage rail, such as a piece of tape. Also, the tse asked to check the sa and tool sensing pins on the carriage; it was stated that all four pins were free to move. Furthermore, the tse asked to try and move the carriage along the insertion axis without the drape installed; a lot of resistance was reported along with a cracking noise while doing so. The carriage would not come back up to the start position when released. The tse advised that arm 2 was not functional and asked if they can proceed with three arms only. However, the customer decided to convert to open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.